Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The anesthesia control board was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed for a system failure. The clinician reportedly switched to manual mode of ventilation and cycled power. There was no reported patient injury.